Event description:
During a clinic follow-up, episodes of far-field p wave oversensing, far-field r wave oversensing, and automatic mode switch resulting in pacing inhibition were observed on the device on a pacemaker dependent patient. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.